Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on 16-sep-2015 and it was reported that she actually had a pump made by another manufacturer; she did not have a medtronic pump. She stated that she was able to locate her paperwork and determined her mistake.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use not reported. The patient reported they were having issues with their current pump. The patient was having sharp pain down their legs and the patient was not able to walk. The symptoms came on suddenly. The patient was given oral medication. No interventions or outcome reported.